Event description:
The customer reported the ventilator's backup battery failed when the hospital had a power outage and the ventilator shut down. The customer reported the unit did not alarm. The ventilator was in use on a patient and there was no patient harm. During preventive maintenance service in (B)(4) 2012 the manufacturer's service technician reported the backup battery test did not pass and the customer declined to replace the battery. As a result of the service history and the reported problem during the power outage, the manufacturer's service technician replaced the backup battery. Applicable final testing was completed and passed per operating specifications. There was no report of alarm failures during testing. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources. When a battery is in use the ventilator alarms, indicating the battery is the power source for ventilator operation. The user should immediately connect to operational ac power or provide an alternate means of ventilation. Review of the device diagnostic log history revealed the device had been operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.